Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m121574 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m121574 , test base part number 190-430 / lot m121574 . The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot (m121574 ) based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
Customer reported false positive patient result with the ID now covid-19 during routine patient testing. The patient was tested on (B)(6) 2020 with the ID now covid-19 assay using direct tested nasal kitted swab. Repeat testing was not performed. Confirmatory testing was performed using pcr with a nasal sample on (B)(6) 2020 and the result was negative. CT value was not provided. The following information was not able to be confirmed: · if the swab was tested directly or eluted in vtm; and · additional information regarding the patient, such as if they were symptomatic. The patient's treatment was not impacted or delayed based on the ID now covid-19 test. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.